Manufacturer narrative:
Model # 140-9800, lot # 193747, description: vertiflex instrument platform.

Event description:
It was reported that the implant was aborted due to the patient's anatomy and inadequate fluoroscopic imaging. It was confirmed that the patient was under anesthesia when the procedure was aborted. The was no reported patient harm.